Event description:
It was reported that during an unknown case, the cartridge fell off the device and into the patient. The cartridge was retrieved. There is no additional information regarding completion of the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.